Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2002. Subsequently, the patient was revised on (B)(6), 2011, due to discomfort and irritation. The surgeon noted some wear on the tibial bearing during the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eleven states, "wear and/or deformation of articulating surfaces." The bearing has evidence of wear on its inferior side and patches of wear on the superior side. The patches of wear on the superior side are deeper than the original implant surface. The post shows evidence of damage on both the anterior and posterior surfaces. This suggests the femoral likely impinged in both flexion and extension. There is visual evidence of apparent delamination on the condylar surfaces and cracking that appears to initiate on the bearing edge, close to the delaminated regions and propagates toward the posterior edge of the bearing. Based on this limited information, the cause of the wear cannot be determined. This report submitted (B)(4), 2011.